Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholelithiasis, gravida I, cholecystitis and cholecystectomy. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection ") and vaginal infection ("vaginal infection"). At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal pain, cystitis, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: three-millimeter slices were obtained from the adrenal glands through the pelvic brim without intravenous or oral contrast. No previous studies. The kidneys are normal size and shape without hydronephrosis, mass or abnormal calcification. Visualized unenhanced abdominal organs intact. The liver may be fatty. Multiple axial computed tomographic images were obtained and there was no fluid, mass or inflammatory changes. The appendix is normal. Impression: the liver may be fatty. No obstructive uropathy or urethral calculus.. Imaging procedure - on (B)(6) 2010: essure confirmation test-result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: new events infection (bladder/ urinary tract/vaginal) type: pelvic inflammatory disease were added case category updated to serious incident. Medical history, lab data were added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.